Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve dislodged and required the valve-in-valve implant of a second 26 mm transcatheter bioprosthetic valve. No additional adverse patient effects were reported.